Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient subsequent to the administration of dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause . On the same day, treatment for the peritonitis began with daily ip injection of fortum 1 gram and reflin 1 gram and the treatment continued. The outcome of the peritonitis was unknown. Dianeal therapy continued. Concomitant medication was not reported. The reporter assessed the event of peritonitis as unrelated to the dianeal therapy.